Event description:
This 63-yr-old female required bilateral implant. She also required bilateral capsulectomy. She had a two month history of tenderness. The physician's note states that implant was in 1985. The microfilm chart indicates that the implants were in 1984. The info obtained regarding the prosthesis was not able to be followed through with the MFR. The pathology report indicates that the pt had a foreign body giant cell reaction with fibrosis and histiocytic reaction.